Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The blood glucose value at the time of the event was 400 mg/dl. High blood glucose was treated with an insulin pump (subcutaneous insulin infusion). Troubleshooting was performed and later it was declined. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active at the time of the event. The customer stated that the tape did not stick due to sweating. No further patient complications were reported. It was unknown whether the customer would continue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08660 inches. Successfully downloaded history files and traces using thus. In further full review of the pump history/traces on the event date of 10-sep-2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 12:46:10.000 alarm alert notification fault number = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 10-sep-2023 listed on smart solve. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 49.225. Daily total of basal insulin delivered = 30.225. Daily total of bolus insulin delivered = 19. On (B)(6) 2023 07:51:52.000 normal bolus delivered. Bolus programming method = cl1 food bolus (670 only). Normal bolus amount programmed = 6. Bolus amount delivered = 6. On (B)(6) 2023 12:46:10.000 normal bolus delivered. Bolus programming method = cl1 bg correction + food bolus. Normal bolus amount programmed = 7.4. Bolus amount delivered = 5.9. On (B)(6) 2023 14:49:56.000 normal bolus delivered. Bolus programming method = cl1 bg correction (670 only). Normal bolus amount programmed = 0.9. Bolus amount delivered = 0.9. On (B)(6) 2023 16:52:06.000 normal bolus delivered. Bolus programming method = cl1 bg correction + food bolus. Normal bolus amount programmed = 6.2. Bolus amount delivered = 6.2. On (B)(6) 2023 12:46:10.000, normal bolus amount programmed = 7.4 u. However, the pump had no delivery alarm/insulin flow blocked alarm and the bolus amount delivered = 5.9 u. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 10-sep-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 07:10:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.